Manufacturer narrative:
Multiple MDR reports were filed for this event, please see associated report: 0001825034-2018-05641, 0001825034-2018-06366, 0001825034-2018-06376. Concomitant medical products: vanguard cr ilok fem-lt 65 item# 183028 lot# unknown; biomet cc I-beam tray 75mm item# 141224 lot# unknown; series a pat std 31 3 peg item# 184764 lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent initial left total knee arthroplasty and subsequently, the patient was noted to have pain and swelling, doppler negative. Patient was noted to be sent to ER for evaluation due to red streak going down mid tibia and increased pain. No significant issue identified. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2018-05641-1, 0001825034-2018-06366-1, 0001825034-2018-06376-1. Concomitant medical products: vanguard cr ilok fem-lt 65 item# 183028 lot# unknown, biomet cc I-beam tray 75mm item# 141224 lot# unknown, series a pat std 31 3 peg item# 184764 lot# unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.